Event description:
Same case as MDR # 2134265-2013-01476. It was reported that during a stenting treatment procedure, a filter wire removal difficulty and stent damage occurred. The target lesion was located in a saphenous vein graft to the right coronary artery. The 4.0 x 28mm promus element plus mr stent was implanted prior to the 3.5 x 5.5mm x 190cm filterwire ez, and during the filterwire removal, the filterwire, in a deployed state, caught on the stent and bent the proximal edge. The filterwire was removed and another unspecified promus element stent was deployed to address the stent damage. No further patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Corrected from upn-search: h749391421900 - fw ez 3.5-5.5 190cm pv-jp - 39142-190 to h749201001900 - model-fw ez 190 cm - 20100-190 corrected from common device name: temporary carotid catheter for embolic capture to temporary coronary saphenous vein bypass graft for embolic protection. Corrected from product code: nte to nfa. Corrected from catalog/model #39142-190 to #20100-190. (B)(4).

Event description:
Same case as MDR# 2134265-2013-01476. It was reported that during a stenting treatment procedure a filter wire removal difficulty and stent damage occurred. The target lesion was located in a sapphenous vein graft to the right coronary artery. The 4.0 x 28mm promus element plus mr stent was implanted prior to the 3.5 x 5.5mm x 190cm filterwire ez, and during the filterwire removal, the filterwire, in a deployed state, caught on the stent and bent the proximal edge. The filterwire was removed and another unspecified promus element stent was deployed to address the stent damage. No further patient complications were reported and the patient's status is fine.

Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).